Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had moved and lead impedance was high. This lead was surgically abandoned and replaced. No additional adverse patient effects reported.